Event description:
An issue was reported involving an unresponsive touchscreen on a pump that failed to react to the touch when entering or confirming information, along with concerns about inconsistent battery life. There was no adverse impact to the customer¿s blood glucose level. The customer declined troubleshooting as they were already in the process of obtaining a new device. No additional information was received regarding the outcome of the event.